Event description:
It was reported that there was a question as to why the pacing percentages and histograms were not aligned. The atrial sense ventricular sense (asvs) shows 99% and the ventricular histogram shows 100% ventricular pacing. It was explained that atrial rates (ars) are not counted toward the percentage. The health professional said this is misleading. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.